Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same post implant of this 31mm mitral bioprosthetic valve, it was reported that chest re-entry and electrocautery were performed to address a postoperative bleed. It was stated that 4 days post implant of the valve, a drainage catheter was placed to treat a right pleural effusion seen on computed tomography (CT) imaging without much improvement noted. It was indicated that 17 days post implant of the valve, surgery was performed to treat the pleural effusion and for hemothorax evacuation. A small pericardial effusion was also observed. No additional adverse patient effects were reported.